Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the his-right atrial (ra) lead. It was noted that given the lead placement, a high amplitude was required for pacing capture. The lead was explanted and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.